Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "auto-fill failure" alarms. However, the fse verified the alarms in the iabp¿s diagnostic error log, and performed all functional and safety checks to meet factory specifications. The iabp passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
The customer reported that while setting up the cs300 intra-aortic balloon pump (iabp) on a patient, an "auto-fill failure" alarm generated. There was no patient injury or adverse event reported.